Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. Other firm reference number: (B)(4). Device was not returned for evaluation.

Event description:
"Fiber separated from the laser connector end." This information is documented as reported to trimedyne, inc.